Event description:
It was reported that post 3.0x18mm xience v stent implantation in the mid left anterior descending artery, the patient experienced bradycardia and hypotension and was treated with medication. The event resolved on (B)(6) 2008 and the patient was discharged; however on (B)(6) 2008, the patient was rehospitalized with dizziness and bradycardia which was diagnosed as sick sinus syndrome. A permanent pacemaker was implanted and on (B)(6) 2008 the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of arrhythmias (bradycardia) and hypotension, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.